Manufacturer narrative:
This report is for two (2) unknown locking screws. The complainant parts are not expected to be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2015 due to a non-union of the humeral shaft. During the procedure, the original hardware, which consisted of a 7mm/260mm humeral nail and two (2) locking screws, was successfully removed. The patient was then revised with non-synthes hardware. No surgical delays, additional medical interventions, or patient harms were reported. The patient's status at the end of the procedure was unknown. This report is for two (2) unknown locking screws. This report is 2 of 2 for (B)(4).